Manufacturer narrative:
This device was returned to mmdg for evaluation. Mmdg was unable to confirm or replicate the overrun event alleged by the initial reporter. This report is being filed retrospectively because the event occurred while the device was in use by a pediatric patient. It was repaired and returned to the customer at the time of the complaint.

Event description:
The initial reporter stated that sometimes the pump will not alarm no food and will pump air to the patient. No other information was provided at the time of the complaint. Mmdg made multiple attempts to follow up with the initial reporter, however, these attempts were unsuccessful. [Complaint-(B)(4)].